Event description:
Additional information was received on december 3, 2025 from ew clinical specialist. During device preparation, no problems were observed. The device was flushed according to the IFU with the specified amount, and no issues were noted with the product during or after implantation. The patients left atrial pressure (lap) was recorded as v wave 22 at the time of monitor connection and v wave 13 at the completion of the procedure. The patient was under general anesthesia throughout. A blood pressure monitoring device was connected to the sc flush port, almost simultaneously with the parallel check. No prominent air was observed on echocardiography; however, based on the timing and waveform rise, the physician considered the possibility of air. A syringe remained attached to the introducer until the guidewire was inserted. At patient insertion, the guide sheath (gs) handle was positioned higher than the tip. When retracting the guidewire and introducer, it was confirmed that the syringe was removed when the wire contacted it, but the exact removal procedure was not recalled. At the time of gs insertion, device preparation was already completed, so the gs was almost never empty. The is was inserted approximately 5 cm or slightly more into the gs prior to aspiration, and the loader was removed before aspiration. A full 45 cc aspiration was performed, and the aspirated blood was returned to the patient by the anesthesiologist. The exact amount of air and fluid drawn into the syringe after aspiration was not known. Supporting images were not available at this time.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11. H6 impact code: non-serious injury/illness/impairment. H6 type of investigation: labelling review. The complaint for inadequate aspiration, air remaining in device during insertion was unable to be confirmed. The edwards clinical specialist noted that no air was observed at any point in the procedure, and follow-up discussions did not reveal any use errors or potential device defects. A DHR review of the lot in question revealed no non-conformances related to the event. Neither imaging nor product was returned for evaluation. Potential root causes for the presence of air may include omission of a flushing/de-airing step, improper stopcock/syringe technique, air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 health effect - impact code: non-serious injury/illness/impairment.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. During device insertion, st elevation was observed in leads ii, iii, and avf. The procedure was continued. Since there were no significant hemodynamic changes and the ECG returned to baseline, no additional intervention was performed. The mr baseline was 4+, and it reduced to 0 post-procedure. The cause is presumed to be air embolism introduced during device insertion.